Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/11/2015 with the following findings: the pump powers with returned battery cap. Battery cap is able to fully tighten. Battery compartment crack observed below grip pad. Cartridge compartment cracked. Cartridge cap is able to fully tighten. The black box dates from (B)(6) 2015. Black box data from date of pi has been over written. Current black box shows a power on reset event on (B)(6) 2015 at 19:54. The basal history corresponds with total daily dose history and shows daily insulin delivery totals correctly reflect user's programmed rates. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump passed delivery accuracy test and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(4) 2013 reporting that last night he heard a pump alarm, does not remember what it said because he was seeping and did not take care of it at that time. The patient stated that he woke up this morning and his pump appeared to be off, the screen was blank and he heard an occasional beep. The patient not tested blood glucose (bg) yet, he is in his truck and cannot at this time. He stated that he smells fruity smell on breath and has been diabetic for 40 years so he believes it is in 400mg/dl range. The patient's battery died during the night because he was too tired to resolve low battery and replace battery alarm at the time they occurred. This report is being made due to the patient's alleged hyperglycemic event that resulted from an inadequate response to a pump alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (inadequate response to an alarm).